Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed total service on the integrated multisensor technology module, replaced worn peripump tubing, auto-aligned the imt module, and cleaned the sample port. The cse performed a leak test and ran a quick check and quality controls to verify the instrument was operational. The cause of the discordant na and cl results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample ID (B)(6) tested on a dimension vista 500 instrument. The discordant results were not reported to the physician(s).the sample was repeated on an alternate dimension vista instrument, resulting lower. The sample was then retested on the original dimension vista instrument, resulting lower, and closer to the expected value. The repeat results from the original dimension vista instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.